Event description:
A malfunction was reported on the pump after updating the pump software. There was no adverse impact to the customer's blood glucose level. The customer faced difficulties resetting the pump due to a storage mode issue and further details were not provided regarding the resolution of the problem.